Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that an unspecified number of syringe 10ml saline fill ce experienced difficult plunger movement during use. The following information was provided by the initial reporter: I got an email from a customer where they wrote that they had a problem with this device. When used, it was very difficult to flush because there was some kind of ¿stop¿ and they had to apply some new venflon because the vein broke. I have tried to contact the customer to get some more info but unfortunately can´t reach them, they are on vacation or have not answered.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of syringe 10 ml saline fill ce experienced difficult plunger movement during use. The following information was provided by the initial reporter: I got an email from a customer where they wrote that they had a problem with this device. When used, it was very difficult to flush because there was some kind of ¿stop¿ and they had to apply some new venflon because the vein broke. I have tried to contact the customer to get some more info but unfortunately can´t reach them, they are on vacation or have not answered.